Event description:
It was reported during a conversation at a presentation training for coronary guide wires (gw), that it is the physician¿s experience that the universal bmw ii guide wire peels off the polymeric layer and presents difficulty to navigate. There was no specific case or patient involved. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record, corrective action tracking system for the web database review, and similar incident query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4- the UDI number is not known as the catalogue number was not provided.